Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 07/01/2018. Date of report: 09/22/2018. The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem.